Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the surgeon completed registration and received what the surgeon considered an "acceptable" metric (no value given). However, when the surgeon verified the landmarks, the screen showed that the surgeon was on the back of the head when the front was being touched. The site tried to re-register with no resolution. The site opted to switch to another unit and proceeded without any issues after the initial registration. There was no impact on patient outcome.

Manufacturer narrative:
The system archives and logs were received for software analysis. A review of the archive and logs showed the system was working as designed. The behavior described is the intended behavior of the software. If information is provided in the future, a supplemental report will be issued.